Manufacturer narrative:
The initial MDR 1226181-2015-00136 was filed on march 05, 2015.(B)(4).

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on multiple patient samples on dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension rxl instrument, resulting as per expectation. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the dilution check was running high for na. The cse replaced all the integrated multi-sensor technology (imt) module tubing. The cse found that the rotary valve seal was leaking and replaced the rotary valve assembly. The cse also replaced the monopump, the piston head, the flush pump and the rotary valve seal. The cse cleaned the ports, adjusted the piston home sensor and aligned the imt probe. The cse changed and aligned the sample probe tip for enzymatic carbonate. The cse then performed a system check and a dilution check. The cse ran five quality control samples and patient sample comparison, which were within acceptable ranges. The cause of discordant na, k and cl results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.